Event description:
It was reported that the spinal cord stimulation (scs) has become less effective over time despite program optimization. Some lead contacts have failed. The patient underwent implantable pulse generator (ipg) and lead revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5055485, UDI: (B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5055485, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) has become less effective over time despite program optimization. Some lead contacts have failed. The patient underwent implantable pulse generator (ipg) and lead revision procedure. Additional information stated that the patient had great coverage. The explanted device was unable to return.